Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's mother reported the pt experienced unexplained elevated blood glucose of up to 520 mg/dl. On (B)(6) 2010 the pt was hospitalized. The pt stated she had no lifestyle changes to explain elevated blood glucose and she doubts the accuracy of the infusion device. No further info is available. The infusion device was requested to be returned for eval.